Manufacturer narrative:
Concomitant products: physician prescribed plavix, dosage not obtained ((B)(6) 2010 - (B)(6) 2010) post stent implantation; effient prescribed in place of plavix, dose/frequence not obtained/not obtained, from ((B)(6) 2010 - unk); resolute integrity rx stent. Complaint conclusion: the wife of a patient called for a replacement of stent cards and additionally reported adverse events. On (B)(6) 2010, the patient had 3 cypher stents placed, one in first obtuse marginal branch, one in proximal circumflex branch, and one in the mid right coronary artery due to blockage after presenting with tiredness. The physician prescribed plavix, dosage not obtained, post stent implantation. Beginning on (B)(6) 2010 , "a few days after stent placement", the consumer experienced a rash on chest and arms. As treatment, the physician discontinued plavix which was prescribed post stent placement as the patient was known to be allergic and replaced with effient. The outcome of the event was not obtained at time of the call. On (B)(6) 2012, the patient experienced fatigue. A "chemical stress test and dye test" was performed. As treatment, a fourth non-j&j stent was placed in a vessel not obtained. The patient was hospitalized overnight. The outcome of the event was not obtained at the time of call. No further information was obtained at the time of call. The patients current status is ¿ok¿ and they have not experienced any issues since these incidents. (B)(4). No recognized lot number was provided and the device is not being returned, therefore no product investigation nor DHR review will be performed. (B)(4). No recognized lot number was provided and the device is not being returned, therefore no product investigation nor DHR review will be performed. (B)(4). No recognized lot number was provided and the device is not being returned, therefore no product investigation nor DHR review will be performed. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Without further testing, it is not possible to determine the cause of the reported events. The patient is at risk for progression of coronary artery disease based on their medical history of hypertension and diabetes. There is no indication that the event was related to a design or manufacturing issue, therefore no correction action is needed.

Event description:
The wife of a patient called for a replacement of stent cards and additionally reported adverse events. On (B)(6) 2010, the patient had 3 cypher stents placed, one in first obtuse marginal branch, one in proximal circumflex branch, and one in the mid right coronary artery due to blockage after presenting with tiredness. The physician prescribed plavix, dosage not obtained, post stent implantation. Beginning on (B)(6) 2010 , "a few days after stent placement", the consumer experienced a rash on chest and arms. As treatment, the physician discontinued plavix which was prescribed post stent placement as the patient was known to be allergic and replaced with effient. The outcome of the event was not obtained at time of the call. On (B)(6) 2012, the patient experienced fatigue. A "chemical stress test and dye test" was performed. As treatment, a fourth non-j&j stent was placed in a vessel not obtained. The patient was hospitalized overnight. The outcome of the event was not obtained at the time of call. No further information was obtained at the time of call. The patients current status is ¿ok¿ and they have not experienced any issues since these incidents.